Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(6). The ventilator was investigated by our field service engineer (fse) and the reported issue could not be duplicated. As a precautionary action, the air gas module was replaced and preventive regular maintenance was performed. Functional checks were performed and the ventilator was cleared for clinical use. No parts were returned and no ventilator log files were provided for investigation. Since no ventilator logs were provided and the replaced air gas module was not returned for investigation, the root cause of the reported event has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm for high o2 concentration. There was no patient harm. (B)(4).